Manufacturer narrative:
Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received in used condition, without its original packaging, decontaminated and inside a plastic bag. No damage, bad bonds, cuts, or kinks were detected in the device during visual inspection that could cause the failure mode reported. The reported failure mode could not be duplicated by functional testing. The complaint was not confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No actions taken as the complaint was not confirmed.

Event description:
It was reported, the disposable disconnected and leaked while in use. The patient realized it came disconnected very quickly. Approximately 28ml remaining in the 100ml. Patient not affected.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when additional reportable information becomes available.